Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had recurring no delivery alarms. Blood glucose level at the time of the call was 557 mg/dl, which was treated with manual injection. The customer reported having ketones, abdominal pain and being nauseous and irritable. The customer was advised that the insulin pump would be replaced but declined to return his device for analysis.